Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Top case was found cracked. No error related to the reported problem was found in pump event history log. Reported problem was able to be duplicated during power-up test. No problem was found on main board but contamination was found on the bottom case. The root cause of the reported issue was found to be customer damage. Plunger board connector is broken off. Actions were taken to mitigate the reported issue: replaced cases and plunger board. UDI information is unknown.

Event description:
It was reported that the device was showing an issue with force sensor and main board. No patient injury was reported.